Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial procedure concluded without issue, however, the patient had a perforation in their common femoral that was not known until sometime later. Once the physician discovered the bleed, he attempted to re-intervene but the patient expired. Physician specified that the ovation device did not contribute to the event and was not the cause of the patient's death.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the intraoperative dissection of the right external iliac artery and subsequent patient death was found to be anatomy related. There were no device-related issues found. This was a procedure-related death. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.